Event description:
It was reported that there was a pericardial effusion with cardiac tamponade. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred during the procedure. Prior to discharge a trivial pericardial effusion was noted. No treatment or intervention was performed, and the patient was discharged from the hospital. A few days post procedure the patient returned to the hospital not feeling well. The physician discovered that the patient had a large pericardial effusion with cardiac tamponade. A pericardiocentesis was performed and 550ml of fluid was drained and auto-transfused back into the patient. The patient was doing well following this treatment and has made a full recovery from this event. No other complications were reported to have occurred, and the patient has been discharged from the hospital.

Event description:
It was reported that there was a pericardial effusion with cardiac tamponade. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred during the procedure. Prior to discharge a trivial pericardial effusion was noted. No treatment or intervention was performed, and the patient was discharged from the hospital. A few days post procedure the patient returned to the hospital not feeling well. The physician discovered that the patient had a large pericardial effusion with cardiac tamponade. A pericardiocentesis was performed and 550ml of fluid was drained and auto-transfused back into the patient. The patient was doing well following this treatment and has made a full recovery from this event. No other complications were reported to have occurred, and the patient has been discharged from the hospital.